Manufacturer narrative:
Complaint conclusion: as reported, the doctor used a 6/7f mynx control vascular closure device (vcd) for a right sided access procedure and that after completing all the steps correctly and removing device, he noticed pulsatile flow coming from the access site. He held manual pressure and was able to achieve hemostasis. A few moments later when the nurses were about to move the patient to the stretcher, they noticed the accessed leg was a bluish color. After further investigation, it was confirmed that the patients superficial femoral artery (sfa) had 100% occlusion past the access site. Doppler was performed and no pulse in the dp or the pt was obtainable. The physician called for an immediate open procedure of the right femoral artery. Upon dissecting down to the sfa he noticed about 1-2mm of peg inside the artery. The patient's outcome was good. After the open procedure, the patient was transported to post anesthesia care unit (pacu) in stable condition. Blood pressure (bp) throughout case was systolic of 160's to 170's. The charge nurse stated the patient was given 7,000 units heparin at the start of the case. The physician is not 100% positive the mynx peg was the cause of the full arterial shut down, he is debating if dissection was part of the cause. The mynx vcd was used in an interventional peripheral procedure. The deployer was mynx certified. A 6f non-cordis catheter sheath introducer (csi) was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was calcium in the vicinity of the puncture site. There was some resistance noted during use of the device. The tension indicator was aligned with the markers on the side before attempting to deploy. Per the physician, he pressed the number 1 button fully down, after the tension indicating line was across both markers. There were not multiple sheath exchanges. The physician stated that upon dissecting down to the artery, it was noted that 1-2mm of sealant was intra-arterial. The doctor used 1cc contrast to 3cc heparinized saline and pulled back under fluouro. Act was not given. There were no issues noted during balloon retraction/ button#2 step. Button 2 depressed like normal. Fingertip compression was maintained on the skin during removal of the device. The product was not returned for analysis. A product history review of lot f2106902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ sealant inaccurate placement (intravascular)¿ and ¿thrombus¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Review of the information provided suggests that patient and/or procedural factors may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿if the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline in order to visualize the balloon while pulling back to the arteriotomy and to ensure that the balloon properly abuts the arteriotomy. Do not use 100% contrast solution as this will impact balloon inflation / deflation. Confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture, evidence of adequate flow, no evidence of significant pvd in the vicinity of the puncture. The IFU also instructs that during positioning of the balloon: grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. During deployment: while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Thrombus formation is a natural process that is activated by the bodies hemostatic process in an uninjured or slightly injured vessel and does not represent a device malfunction. Neither the phr nor the information available suggests that there is a design or manufacturing related cause for the reported events; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the doctor used a 6/7f mynx control vascular closure device (vcd) for a right sided access procedure and that after completing all the steps correctly and removing device, he noticed pulsatile flow coming from the access site. He held manual pressure and was able to achieve hemostasis. A few moments later when the nurses were about to move the patient to the stretcher, they noticed the accessed leg was a blueish color. After further investigation, it was confirmed that the patients superficial femoral artery (sfa) had 100% occlusion past the access site. Doppler was performed and no pulse in the dp or the pt was obtainable. The physician called for an immediate open procedure of the right femoral artery. Upon dissecting down to the sfa he noticed about 1-2mm of peg inside the artery. The patient's outcome was good. After the open procedure, the patient was transported to post anesthesia care unit (pacu) in stable condition. Blood pressure (bp) throughout case was systolic of 160's to 170's. The charge nurse stated the patient was given 7,000 units heparin at the start of the case. The physician is not 100% positive the mynx peg was the cause of the full arterial shut down, he is debating if dissection was part of the cause. The mynx vcd was used in an interventional peripheral procedure. The deployer was mynx certified. A 6f non-cordis catheter sheath introducer (csi) was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was calcium in the vicinity of the puncture site. There was some resistance noted during use of the device. The tension indicator was aligned with the markers on the side before attempting to deploy. Per the physician, he stated he pressed the number 1 button fully down, after the tension indicating line was across both markers. There were not multiple sheath exchanges. The physician stated the upon dissecting down to the artery, it was noted that 1-2mm of sealant was intra-arterial. The doctor used 1cc contrast to 3cc heparinized saline and pulled back under fluouro. Act was not given. There were no issues noted during balloon retraction/ button#2 step. Button 2 depressed like normal. Fingertip compression was maintained on the skin during removal of the device. The device is not expected to be returned for evaluation as it was discarded.